Event description:
The customer reported that an 840 ventilator was inoperable. The device was not being used on a pt when the event occurred.

Manufacturer narrative:
Covidien reference #: (B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory flow sensor. The unit passed extended self-testing.